Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. ¿a retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user stopped using the ilet and switched to a different insulin pump after experiencing fluctuating blood glucose with episodes of lows and highs while on the ilet, and requested a return of the device. Symptoms included hypoglycemia with unclear cause, as well as hyperglycemia reported by the user. Outcomes included no reported hospitalization, no reported alerts or alarms, and no reported facility care. Investigation included internal review by the field team. Investigation of this case revealed no healthcare provider outreach regarding device issues, positive prior user feedback about the ilet, and no product malfunction or component-specific issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.